Event description:
It was reported that the patient underwent spinal surgery at l5 - s1, using pedicle screws, an interbody device, and rhbmp-2/acs, to treat a herniated disk following an accidental fall. Immediately after surgery, and for the next five days, the patient's pain was "intolerable." Reportedly, the patient is taking pain medication every day and is unable to continue working, and believes that there is additional bone growth. Reportedly, an unspecified scan is planned and that "the next step will have to be revision surgery".

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.